Event description:
It was reported that the patient experienced a pericardial effusion and tow blood pressure. Pericardiocentesis was performed to resolve the complications. The procedure was completed successfully, and the patient is expected to make a full recovery. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).